Event description:
It was reported that a patient underwent an unknown procedure at l5/s1 with hardware instrumentation, during the procedure it was noted that the "set screw was difficult to fix". At an unknown time post-op, it was reported that the patient underwent a revision procedure to remove the hardware due to it being "broken into the patient's body". "The surgeon implanted another device (not medtronic device)". Approximately one month later, "the patient got blood poisoning and died after decompensation. The relationship between the reported event and the products is unknown". No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was reported that a rod was broken post-op. "The blood poisoning does not concern the implants". No further details are known at this time.